Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. Found broken wire on lemo end of umbilical cable. Replaced umbilical and performed a system check. Imaging system operational. The umbilical cable was received by the manufacturer for evaluation. Analysis confirmed the reported problem "mvs does not communicate with ias." Umbilical cable failed bench level test. Found 2 broken wires pins 7 and 8 lemo end. A communication failure mode was confirmed, with the umbilical cable being the root cause. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA (B)(6) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the image acquisition system (ias) and the mobile view station (mvs) were not communicating. The initial spin during the procedure was successful and used for navigation, but the post-operative confirmation spin was unable to be taken because of the lack of communication. It was reported that the system pendant displayed "connected, not ready" and a red 'x' for communication. The mvs and ias were rebooted independently two times without resolution. The system was then rebooted while connected, still without resolution. The use of the imaging system was then discontinued because of this issue. The procedure was completed successfully using a c-arm after a reported delay of 10 minutes. The patient was not impacted.